Event description:
The reporter stated the lens tray of an aq2010v silicone three-piece lens, was opened and it was noted that one lens haptic was bent. The lens was not loaded into the cartridge and there was no patient contact. The lens was not used. However, the lens was returned with one lens haptic missing and evidence of surgical residue. The reporter stated that the lens damage may have occurred when the lens was being packaged for return to the manufacturer.